Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Within a month after implant, it was reported that the right ventricular (rv) lead had increased to high thresholds and was found to be dislodged. It was further noted that the lead exhibited intermittent loss of capture. The lead was explanted and replaced. It was noted that the patient had excessive activity postoperatively. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.